Event description:
It was reported that during an interventional procedure, filter deployment difficulties were encountered and a dissection occurred. The intended location of the filterwire ez embolic system was in the mildly calcified, mildly tortuous saphenous vein graft (svg). The physician prepared the filterwire system, advanced it across the lesion. However, the physician had difficulty with removing the delivery sheath of the filterwire system without using the included torque device, and removed the system with the filterwire undeployed. A dissection occurred in the svg, and the physician deployed an unspecified drug-eluting stent to treat the dissection. Patient's status was reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. Based on the event description, the probable root cause is use/user error. The directions for use (dfu) states: "deploy the filter by holding the protection wire in place with the wire torque pressed against the hemostatis valve while simultaneously retracting the ez delivery sheath." And "continue retracting the ez delivery sheath, peeling the sheath away until the clear section of the ez delivery sheath is encountered. Remove the wire torque and carefully remove the remaining distal segment of the ez delivery sheath from the wire while maintaining protection wire stability." The device history record (DHR) could not be carried out since the batch/lot number for this complaint was reported as unknown.